Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned the t3905 sonosurg curved scissors (lot#9737864) for evaluation. A visual inspection was performed on the received device and found the probe broken off at the distal tip; the broken piece of the probe was returned with the device. The broken piece of the probe measured approximately 16mm in length. A functional test could not be performed during the evaluation due to the condition of the probe tip. There were issues noted while inserting the section of the probe that was not broken into the handle section. The handle section; which includes the grip and control handles, in addition to the rotatable knob, do not show any signs of damage. Additionally, the rotatable handle turns freely without any restriction. The grasping section (without probe) responds when using the control handle during manipulation. The grasping surface (white part) at the distal tip of the handle is still intact, with no damage (cracks, chips, charred marks) or debris present. The IFU (instructions for use) states the following, ¿do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.¿ based on the evaluation, the probe tip breaking off can most likely occur if the probe comes into contact with any hard object or surfaces. Additionally, the probe can detach from excessive wear and damage caused by ultrasonic vibration.

Manufacturer narrative:
This supplemental report is being submitted to correct section g4 on follow up MDR 002.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received additional information received from the user facility states that the probe did fall into the patient. The device fragment was retrieved. The probe did not come in contact with a hard or metallic object. The device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
As part of our investigation, the olympus sale representative returned to the user facility on (B)(6) 2018 to provide the staff an in-service to ensure the proper handling of this device during use. The device was not returned to olympus for evaluation. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that when the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, this can lead to the probe breakage when the probe was subjected to a load. The instruction manual warns the user as follows: ¿do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.¿

Event description:
Olympus was informed during a hysterectomy procedure, the jaw of the broke. It is unknown if any device fragment fell into the patient. The intended procedure was completed with a similar device.